Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited low high voltage impedance. An over current detection alert was triggered as well while delivering a shock that successfully converted the patient's arrhythmia. The patient passed out during the event. Programming changes were made. There were no patient consequences.